Manufacturer narrative:
Product complaint # (B)(4). H6 component code: g07002 - no device problem found. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. H3 investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. The returned sample determined that it was received, one unopened sample that pertain to the product code sxpp1a400. Upon initial inspection, of the sample, no external damages were observed on the packet. In order to evaluate the condition of the returned sample, the packet was opened. The swage and attachment area were noted to be as expected. The suture was dispensed without problems and examined along the strand no anomalies were observed during the evaluation. A functional test was performed using instron equipment and the pull force result was above the minimum requirements. The event described could not be confirmed as the device performed without any defect noted. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 2/14/2024. H6 component code: g07002 - device not returned. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. The single complaint was reported with multiple events. There are no additional details regarding the additional events. Additional information was requested, the following was obtained: ¿ have any of these events been previously reported to ethicon? If so, provide the respective reference number(s). No, not that I am aware of. Since I started working at ethicon, the doctor told me this for the first time and complained. ¿ if not, reported pleas confirm the number of procedures/patients affected by this issue. Procedures/patients affected by this issue, and (B)(6) (surgeon) was also very unspecific. He said that it happens quite frequently that the needle separates from the suture when he makes a continuous suture in the fascia after a knee prosthesis. ¿ please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep) dr. (B)(6). The following information was received: was surgery delayed due to the reported event? --> yes, if yes, number of minutes: --> 3-6, was procedure successfully completed? --> yes, were fragments generated? --> no, if yes, were they removed easily without additional intervention? --> unknown, patient status/ outcome / consequences --> no, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: --> unknown, is the patient part of a clinical study --> unknown, to date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Related reports: 2210968-2024-01352, 2210968-2024-01353, 2210968-2024-01354, 2210968-2024-01355, 2210968-2024-01356, & 2210968-2024-01357.

Event description:
It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. During the procedure the needle has torn off the thread after tightening the seam. The customer says it happens quite often. There were no patient consequences reported. Additional information was requested.